Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. A search of the complaint database against product code (B)(4) found additional reports of sigma fem adapter 5 degree getting stuck on the sig fem adpt torque wrench. The previous investigations attributed the root cause to product design. Co (B)(4) was released (B)(6) 2015 to change the design of product code (B)(4) as part of CAPA 000509. The current complaint sample was manufactured prior to the implementation of co (B)(4). No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The femoral adapter wrench got stuck on the femoral adapter, scratching it.